Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) device's shocks did not convert the patient's ventricular tachycardia (vt). Technical services (ts) reviewed the reports and noted that anti-tachycardia pacing (atp) and shocks were delivered. The rhythm self-terminated after three shocks. It was noted that the rhythm appeared to be atrial fibrillation (af) and not ventricular tachycardia (vt). The device remains in use. No additional adverse patient effects were reported.